Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an rn programmed a pump to infuse levophed as a weight based infusion instead of non-weight based as ordered. This resulted in the patient receiving too much medication which increased their blood pressure. The blood pressure stabilized within an unspecified period of time with no medical intervention. There was no lasting harm.